Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low all day long, however, the patient was asymptomatic. No bg meter reading was taken. Later that evening, the patient began to feel tired, nauseous, and started vomiting. The patient¿s cgm was still reading low. The patient went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 352 mg/dl while the cgm was reading low. The patient was diagnosed with dka. The patient¿s sensor and omnipod insulin pump were removed. The patient was admitted to the ICU and was treated with IV fluids, IV insulin, and oral zofran. The patient was discharged the following day (less than 24 hours) with a bg meter reading of 270 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.